Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Event description:
It was reported that a progav 2.0 shunt system (#fx385t) was implanted. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valve were determined. Permeability test: a permeability test has shown that all components are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the progav 2.0 does not operate within the accepted tolerance in the horizontal position. The shuntassistant operates within the specified tolerances in the vertical position. An accelerated outflow of progav 2.0 could be determined. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: according to the results of the investigation, an accelerated outflow at the progav 2.0 was detected. The visible deposits have led to the functional deviation. Furthermore, we can determine visible deposits in the shuntassistant. The deposits had no effect upon the specifications at the time of the examination. The valve operated within all specifications. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx352t) was implanted. According to the complainant, the shunt system caused an under-dainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was now sent to the manufacturer for investigation.